Manufacturer narrative:
The complaint product was not made available for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
As reported by a male consumer's mother via a phone call on 11/18/2016, the consumer "had a hard time with the light" (light sensitivity) on (B)(6) 2016 and saw a white spot in the upper right side of his cornea the next day. The consumer visited an emergency room (ER), where he was diagnosed with a corneal abrasion and a corneal ulcer in his left eye (os). The consumer followed up with an ophthalmologist and was advised to stop contact lens wear. Additional information was received during a follow up phone call from the ophthalmologist's office on 11/18/2016; it was confirmed that the consumer was seen for a corneal abrasion (no information about corneal ulcer diagnosis was provided). Additionally, it was stated that the ophthalmologist requested for replacement of the consumer's contact lenses. Additional information regarding the event details, corneal ulcer diagnosis and medical records has been requested, but has not been received yet.